Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was observed to have stripped threads. A test battery cap was used and fit properly. The pumps cover was removed and there was no intermittent condition found to the power flex. Unrelated to the original complaint, the cartridge cap was observed to be damaged and a test cap was used. The cap was unable to fit to the pump and the power complaint was able to be duplicated. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.